Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient has a potential nickel allergy that may require revision.

Manufacturer narrative:
No device was received for with complaint for investigation since the implant remains in the patient and the revision surgery has not been scheduled at this time; therefore, the condition of the device is unknown and both visual and dimensional analysis is not possible. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.